Manufacturer narrative:
The handle and the ligator head were returned for evaluation. A visual examination of the handle revealed residue on it, indicative of use. The ligator consisted of a total of 5 blue bands, one which was broke, and one white band. In addition, the teeth were slightly damaged on the ligator head. The trip wire and suture were wound around the drum, indicating the handle had been turned to deploy the bands and the suture was broken. The proximal end of the trip wire could be cinched in the handle assembly. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible ¿click¿ heard at each complete turn. It is likely that anatomical/procedural/operational factors were encountered when the device was initially used, which impacted the deployment activity of the bands. Based on this evaluation the most likely root cause has been determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2011. According to the complainant, during the procedure, the suture broke. It was reported that nothing detached in the patient. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2011. According to the complainant, during the procedure, the suture broke. It was reported that nothing detached in the patient. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.